Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgical intervention for an issue reported under MFR. Report#: 1627487-2018-00962. During the procedure, the doctor accidentally pulled out the patient's model 3163 lead. As a result, the lead was replaced to address the issue.